Event description:
Additional information received noted that this information was also reported in manufacturer's report # 3007566237-2013-00639. It was reported that the first implantable neurostimulator (ins) set screw was "messed up." It was noted that the ins was explanted and replaced with a new device. Additional information reported that the "set screw was different." If additional information is received, a supplemental report will be sent. Further reporting will be done in manufacturer's report # 3004209178-2013-03266.

Event description:
It was reported that a device had issues with the setscrew. The reporter stated that another device was used. It was further reported that there were impedance measurements greater than 4000 ohms on some bipolar pairs and some unipolar pairs. The reporter stated that a device was programmed to stimulate motor responses using one of the contacts in question, and motor response was observed. It was unclear if the impedances and observed motor response referred to this device, another device that was connected to the system, or both devices (see MFR report 3004209178-2013-03264). Ten days later, it was reported that the physician had issues with the setscrew and inserting the lead all the way. The reporter stated that after the lead reached the end of the connector block there were impedance issues. It was reported that the device was replaced and "left behind". It was additionally noted that a different device used with a different patient was reported to have the same serial number as this device (see MFR report 3004209178-2013-00432). This could not be confirmed by device examination at the time of the report. Additional information has been requested but was not available as of the date of this report.

Event description:
Upon additional review it was determined that this was the device that was implanted in the patient. The issue with high impedances, but no set screw issues, was related to this device. Manufacturing report #3004209178-2013-03264 refers to the first device that had set screw and impedance issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory; product ID: neu_unknown _lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).